Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. Further customer follow-up confirmed there was no allegation against the subject device captured in this complaint, model number otv-s300. This event only impacted model number ltf-s190-5 which was already reported on medwatch 9610595-2024-09229 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Event description:
It was reported, while using the video system center, the main monitor, sub monitor, and wall monitor all went blank (blackout). After rebooting, the images had returned, and the device became usable again after a while. The issue occurred during a therapeutic gynecological laparoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.